Event description:
It was reported that during a urinary lithotripsy procedure, the fiber was not irradiated even when the foot switch was stepped on. The procedure was completed using the original console. There were no patient complications. The returned fiber analysis identified the fiber body was broken into two pieces. This report is for the fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber body was broken into two pieces; only a partial part of the fiber was returned measuring 22 cm. According to the device instructions for use, the user is to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.